Event description:
It was reported to covidien on 02/07/2012 that a customer had an issue with an insulin safety syringe. The customer stated that when the nurse engaged the safety, it shoots off and resulted in a dirty needle stick. The nurse followed hospital protocol, the wound was cleaned and lab work was completed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.